Event description:
Information received from a healthcare professional from a clinical study reported dysarthria. Diagnostic methods included an examination that identified dysarthria on (B)(6) 2016. Interventions included reprogramming on (B)(6) 2016. The event resulted in in-patient hospitalization. Etiology was reported as related to the device or therapy, not related to the implant procedure, and due to programming. The patient's most recent interrogation prior to the event was (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was reprogrammed on 2 additional occasions: (B)(6) 2016 and (B)(6) 2017. Medications, specifically apokinon, was administered to the patient (B)(6) 2016. The therapy was then suspended on (B)(6) 2017. The resolution date was updated to (B)(6) 2017. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient has had no improvement in their clinical state. The stimulation caused more disabling side effects than without stimulation. If the patient's clinical state is not better by the next examination on (B)(6) 2018, stimulation will not be resumed.